Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2011. Subsequently, it is alleged that patient was revised on (B)(6) 2012, due to pain, bone and tissue damage, lessened mobility, and fluid build-up around the acetabulum. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2011. Subsequently, it is alleged that patient was revised on (B)(6) 2012, due to pain, bone and tissue damage, lessened mobility, and fluid build-up around the acetabulum. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to a pseudocapsule. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to a pseudocapsule. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number six states, "inadequate range of motion due to improper selection or positioning of components." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01026 / 01028). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.